Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and impedance issues. Subsequently, the right atrial (ra) lead was surgically abandoned and repaced successfully. No additional adverse patient effects were reported.